Event description:
The manufacturer was contacted about the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information about an allegation of kidney disease/toxicity. There was no report of specific medical interventions. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be carried out. If any additional information is received a follow-up report will be filed.